Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain and erosion, the reservoir eroded into bladder. The ipp was explanted and replaced with an app. There were no additional patient complications.